Manufacturer narrative:
At the time of this report there were no plans for a revision surgery and there was no reported patient injury. Since the product was not returned, a review of the device history record and the device involved could not be done. Additional product details were also not able to be gathered as the device remains implanted.

Event description:
The patient presented to a post-op appointment and it was discovered through xray that a setscrew had loosened and backed out. There was no pain reported. Revision surgery is not planned as of the date of this report.